Event description:
56 year-old woman undergoing bilateral breast implants following a mastectomy sustained a superficial burn when the electrosurgical device began sparking. The sparking occurred at the junction of the electrosurgical blade electrode and the esp (handpiece).